Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, and a huge flail of the posterior leaflet. A mitraclip xtw was inserted and grasping was performed. However, after a few attempts of grasping, the gripper became caught on the posterior leaflet, and the gripper was no longer functioning as intended. Troubleshooting was performed to remove the clip from the leaflet, but the clip was unable to become freed. Therefore, the clip was implanted where it was stuck, attached to both leaflets. It was noted that the posterior leaflet was above the gripper. To further reduce mr, a second clip was then inserted and deployed medial to the first clip. A third clip was then implanted laterally to the first clip, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on available information reviewed, the cause for the reported entrapment of device resulting in single gripper actuation issue (difficult to open or close) could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, and a huge flail of the posterior leaflet. A mitraclip xtw was inserted and grasping was performed. However, after a few attempts of grasping, the gripper became caught on the posterior leaflet, and the gripper was no longer functioning as intended. Troubleshooting was performed to remove the clip from the leaflet, but the clip was unable to become freed. Therefore, the clip was implanted where it was stuck, attached to both leaflets. It was noted that the posterior leaflet was above the gripper. To further reduce mr, a second clip was then inserted and deployed medial to the first clip. A third clip was then implanted laterally to the first clip, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.